Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while in the hospital. Motion artifact contributed to the false detection. The pt was reportedly conscious at the time of event and was pressing the response until the nurse advised the pt to stop. The pt remains in the hospital and continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continued use of the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 11/2014 - initial use, electrode belt (B)(4): 09/2009 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).